Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a treatment error in a patient's right eye during a lasik procedure. Surgeon is waiting three to four months to perform an enhancement procedure. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on alcon wavelight¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review could confirm that the wrong data was entered by the surgeon. The device was working as intended. No technical problem identified. Reviewing the treatment data and intended correction for right eye and left eye it seems that intended correction values for right eye and left eye were mixed up. No technical root cause was identified as the product was found to be within specifications. The root cause could by confirmed as user error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4).